Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered an alert for high sensing integrity counter (sic) counts and lead noise. The rv lead will be replaced in the future. No patient complications have been reported as a result of this event.